Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc, image processor and system interface boards were evaluated and replaced. The voltage on 5v power supply was readjusted. The system was tested and found to be working as intended and returned to service.